Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the precision xtra meter were reviewed, and the dhrs showed the precision xtra meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery icon with the adc blood glucose meter, and that due to this he was unable to obtain blood glucose results. The customer experienced weakness, dizziness, and blurred vision, and went to the hospital where he was diagnosed with hyperglycemia and provided unspecified treatment. Additionally, customer reported he was diagnosed with foot infection due to poorly controlled diabetes, and required amputation of a toe. There is no indication that the reported product issue would have caused or contributed to the long-term mismanagement of diabetes, resulting in the required amputation. During troubleshooting, the reported product issue was resolved with battery replacement. There was no report of death or unanticipated permanent injury associated with this event.